Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. It was reported that "we have another issue with suture needles coming off the suture". No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did this issue contribute to any patient adverse event? No. How many devices demonstrated the alleged deficiency? Two. Did the event occur during one or multiple patient procedures? One. What is the total number of procedures? One have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No. If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? Na. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6) bvetmed, certvophthal, mrcvs, senior ophthalmolgist and the person who was doing the surgery d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available.